Event description:
During a laparoscopic appendectomy procedure, the first stpaler fired without difficulty. When the device was reloaded, the stapler misfired. Another device was retrieved and it misfired as well. It produced a contorted staple line with margins hard to distingush. Another device was retrieved and it did not fire fully. The appendix was brought up and inspected, the staple line looked in tact. The appendix was removed and stump was allowed to retract into abdomen. Upon observation w/camera a good staple line could not be certain. There was no pt consequence.